Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed both the station and the server and verified that the medication quantity displayed correctly and consistently on both systems. The tss confirmed that the issue was resolved after the medication was unloaded and reloaded at the station, which resulted in the medication quantity displaying correctly on the server. No additional issues were reported, and a subsequent customer response confirmed resolution. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es insulin dosage form (vial 100 units per 1 ml, 3 ml vial) was loaded by vial as issued by the unit. All stations had the item loaded by vial except l2a. The inventory amount entered at the station was 400; however, the server reflected an inventory amount of 1.3333. However, there were no delays, adverse events or injuries reported based on this event.